Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: eu3520 - 462 (r740630101)it was reported that on 23 february 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient using a small flexnav delivery system. The patient was consciously sedated for procedure. Heparin was administered and the patient had a pre-implant activated clotting time (act) level of 160 seconds and post-implant act level of 187 seconds. It was noted during procedure that the patient developed a third degree atrioventricular block after a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott balloon. The patient had a normal sinus rhythm prior to procedure. The atrioventricular block persisted even after implant of the valve. It was also noted post-implant that the patient had a trivial paravalvular leak. The final non-coronary cusp implant depth was 5.23mm and the final left coronary implant depth was 5.13mm. The decision was made to leave a temporary pacemaker in the patient and administer acetylsalicylic acid (asa), angiotensin-converting-enzyme inhibitors (ace-1), beta blockers, calcium channel blockers, and lipid medication. On 24 february 2023, the patient had a permanent pacemaker implanted to treat the third degree atrioventricular block. The patient was in good condition at the time of report.

Event description:
Clinical information: (B)(4), vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient using a small flexnav delivery system. The patient was consciously sedated for procedure. Heparin was administered and the patient had a pre-implant activated clotting time (act) level of 160 seconds and post-implant act level of 187 seconds. It was noted during procedure that the patient developed a third degree atrioventricular block after a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott balloon. The patient had a normal sinus rhythm prior to procedure. The atrioventricular block persisted even after implant of the valve. It was also noted post-implant that the patient had a trivial paravalvular leak towards the mitral valve that required no treatment. The initial implant depth was 4.36 mm before the valve's release. However, when the valve was completely released the implant depth was slightly modified, but the valve did not migrate. The final non-coronary cusp implant depth was 5.23mm and the final left coronary implant depth was 5.13mm. It was reported there was sufficient calcium to allow sealing and annular distribution of the calcium was on the non-coronary cusp. The decision was made to leave a temporary pacemaker in the patient and administer acetylsalicylic acid (asa), angiotensin-converting-enzyme inhibitors (ace-1), beta blockers, calcium channel blockers, and lipid medication. On (B)(6) 2023, the patient had a permanent pacemaker implanted to treat the third degree atrioventricular block. There was no report of any anatomical or tissue/calcium interference affecting expansion and no deployment/retraction difficulties. It was also reported all retainer tabs were released. The patient status was reported as stable.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was sufficient calcium to allow sealing and annular distribution of the calcium was on the non-coronary cusp. The final non-coronary cusp implant depth was 5.23mm and the final left coronary implant depth was 5.13mm. In addition, per case detail, it was noted during procedure that the patient developed a third degree atrioventricular block after a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott balloon. Based on the available information, the cause of the reported incident appears to be related to procedural circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.